Event description:
Patient appears to be having an continuation of the previous intermittent high impedance. It was reported that the patient was interrogated and high impedance was observed (62;10000 ohms). Multiple diagnostics were performed and the lead impedance ended up lowering to 2623 ohms. Physician does not believe there is an issue and does not want to take action at this time. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
It was reported that high impedance was observed for patient's device during her doctor visit. There were no adverse events that the patient experienced. No known surgical interventions have occurred to date.

Event description:
System diagnostic test was performed twice at a later date and the impedance results were within normal limits. It was however confirmed that high impedance had been present at one point. No known surgical interventions have occurred to date.